Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022. It was reported that one of the riveting pins on the capio slim head detached and was lost inside the patient. The physician thinks that the patient might pass the screw naturally. Even if the physician did not do a scan to look for the unretrieved riveting pin, it was stated that the pin likely to have been left behind in the paravesical fossa. The patient was not asked to follow up with the physician on a scheduled basis and there were no antibiotics given to the patient. There was no attempt made to retrieve the detached riveting pin. Additionally, it was observed that the carrier was misaligned. The procedure was completed using another device.